Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, there was an intermittent image. Reportedly the biomedical engineering could not isolate the issue down to one specific video baton, however the biomedical engineer reported the video baton used had a kink in the cable. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.